Event description:
The customer reported a higher than expected vitros phyt result was obtained from a single non-vitros biorad eqas external quality control sample using vitros phyt slides on a vitros 250 chemistry instrument. Biorad eqas sample 6: 29.5 mg/l vs. 24.3 mg/l. Biased results of the magnitude and direction observed may lead to inappropriate physician action. No patient sample results were affected; however, the investigation cannot conclude that patient sample results would not be affected if the event were to recur undetected. There was no allegation of patient harm as a result of this event. (B)(4).

Manufacturer narrative:
The investigation determined that a higher than expected vitros phyt result was obtained from a single non-vitros external quality control sample using vitros phyt slides on a vitros 250 chemistry instrument. The most likely assignable cause of the event is unknown; however, the vitros phyt calibration in use at the time of the event may have contributed to the event. Based on quality control results, it is unlikely the vitros phyt slides or the vitros 250 instrument malfunctioned. The investigation also determined that it is unlikely a matrix issue with the external quality control sample contributed to the event.